Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/23/2015-device evaluation:the pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings:a review of the pump black box data revealed that the pump was suspended. During testing, the pump was exercised for 24 hours with no unprogrammed suspensions, errors, alarms, or warnings. The pump was suspended intentionally and emitted the proper audio and visual alerts. No damage was found to the keypad and the keypad buttons responded properly. No defect was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.